Manufacturer narrative:
Result: bed extender cable. Conclusion: customer ordered part and will do their own repair.

Event description:
It was reported by service report that there was a broken cable on the foot extender. No pt involvement or adverse consequences are reported.